Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01736, 0001825034-2017-01737, 0001825034-2017-01740 & 0001825034-2017-01741

Event description:
It was reported that the patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.